Event description:
Info received indicates the brake casters will not hold in brake.

Manufacturer narrative:
The technician replaced the hex rod at the foot end, installed a brake/steer upgrade at the foot and head and adjusted the brake casters to repair the stretcher.